Event description:
It was reported that occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose level. Technical support provided guidance to the caller for troubleshooting, including disconnecting tubing, adjusting components, and delivering boluses. Customer was advised to replace supplies as needed and continue using insulin. Ultimately, the customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.